Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake function did not respond and the unlock swipe was difficult, though insulin delivery continued and blood glucose was unaffected. Symptoms included no clinical effects. Outcomes included no adverse impact on health and no need for medical care. Investigation included user coaching on proper unlock technique, remote assessment, and arrangement for device replacement with return of the original unit. Investigation of this case revealed a hardware interaction issue with the sleep/wake and unlock functions consistent with a user interface or button responsiveness problem, while the therapy function remained operational. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the sleep/wake control and user interface component.